Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 8fr angio-seal device failed. The device deployed as normal; however, once tamping down on the tamper tube there was active bleeding at the arteriotomy which caused the rt who deployed the device to have to hold pressure. Pressure was held for 1 minute and hemostasis was achieved. The blood loss was less than 250cc's. There was no harm to the patient, the patient's condition was reported to be fine. The procedure was a success. There were no other devices or equipment used with the reported product.